Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor experienced signal loss to the ilet only, resulting in no cgm reading; the patient performed a fingerstick and entered the blood glucose value into the ilet, and ultimately replaced the sensor and completed warmup, which resolved the issue, consistent with an intermittent communication failure involving the antenna/electrical-magnetic component interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.